Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 btt short port balloon inflated asymmetrically, where only one side inflated. A replacement unit from an accessory kit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
The device was received on march 5, 2010, and maquet performed the investigation. Visual inspection revealed that there were no physical non-conformities with the device. Upon inflating the balloon to 25 cc, the balloon inflated asymmetrically and it was noticed that on the side where it inflated, the silicon layer was detached from the latex layer beneath. Based upon these findings, the failure mode "balloon inflated asymmetrically" is confirmed. A lot history record review was completed for the product. There was no nonconformance for the reported lot. (B)(4).